Event description:
When the user was followed up at the clinic channels with abnormal impedances were found.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information and impedance measurements, damage to the active electrode due to minute device mobility is suspected. In addition, one channel was left extra-cochlear during implantation surgery. However, to determine an exact root cause a device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
When the user was followed up at the clinic channels with abnormal impedances were found. There was no incident of trauma reported and the user is reportedly still responding to sounds. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. In addition, one channel was left extra-cochlear during implantation surgery. However, to determine an exact root cause a device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
When the user was followed up at the clinic, channels with abnormal impedances were found. There was no incident of trauma reported and the user was reportedly still responding to sounds. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition, one channel was left extra-cochlear during implantation surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
When the user was followed up at the clinic, channels with abnormal impedance were found. There was no incident of trauma reported and the user was reportedly still responding to sounds. As per further information received, the user reported a gradual decline in understanding with the device. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. In addition, one channel was left extra-cochlear during implantation surgery. However, to determine an exact root cause a device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
When the user was followed up at the clinic, channels with abnormal impedances were found. There was no incident of trauma reported and the user was reportedly still responding to sounds. The user has been re-implanted.